Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. It was determined that the issue was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.